Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, patient called clinic and reported feeling symptoms dizziness. Upon review of the remote session records, lead noise issue was observed on the ra and rv leads. Patient was asked to come into the clinic to have her device function evaluated. There were multiple episodes of noise reversion and oversensing issue observed on the ra and rv leads. There was also no capture issue observed on the rv lead. There were multiple episodes of inappropriate auto mode switch episodes due to noise reversion. Patient has a dual chamber pacemaker implanted on the left side. Upon review of the device in various settings, ventricular and atrial noise reversion episodes were observed on both leads, r-wave amplitude variation episode was observed on the ra lead, no capture issue on the rv lead. Lead impedance issue was normal on both leads. Isometric testing was performed and oversensing noise was reproduced. During left clavicular palpitation, atrial and ventricular noise was observed. Programming changes were made. Patient was asymptomatic upon arrival to the clinic and post device evaluation. Lead damage clavicular crush was observed. Both leads were capped on (B)(6) 2019 and new leads were implanted. Device was explanted and a new device was implanted. Device system will be monitored. Patient was stable prior, during and post procedure.